Event description:
It was reported that stent migration occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified saphenous vein graft (svg). Following pre-dilation with 3.00 and 3.50 nc balloons, a 4.00 x 20mm synergy ii drug eluting stent was deployed to treat the target lesion and post-dilated with a 4.00 nc balloon. When everything was being removed, the stent was damaged and came out of the svg. The physician tried to remove using the guide, but the stent was lost in the patient. The procedure was completed with another stent. There were no patient complications.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter address 2: (B)(6).